Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during the intraocular lens (iol) implant procedure, the three lens were scratched after insertion. Additional information received that cartridge scratched 4 lenses. All the four lens were cut and removed.

Manufacturer narrative:
Additional information provided in h.3. , h.6. And h.11. One used company cartridge was returned in the lens carton. Two opened company cartridge pouches were returned in the carton. One pouch was for the reported lot. The second pouch was for another lot. Based on the returned cartridge cavity 173, lot would be the actual complaint lot. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted. The cartridge was top coated, uncoated areas observed on sides of nozzle. Twenty-five loose, unopened company cartridges of same lot were also returned in the shipping envelop. All twenty-five were inspected and are the correct cavity 4. The company lens was returned in the lens case. Viscoelastic was observed on the lens. The lens had been cut into three pieces. The lens was cleaned with klrp for further evaluation. The two outer pieces had small stutter scratches on the posterior surface. Product history records were reviewed and documentation indicated the product met release criteria. A qualified lens model was used. It is unknown if a qualified handpiece and viscoelastic were used. The reported lot and the used cartridge which was returned were different. This appears to be the lot in question. The used cartridge returned for this complaint was observed to be molded using the cavity 173 mold tooling at the vendor. Upon evaluation of the sample, the cartridge was observed to have missing coating inside the lumen of the cartridge, which can result in lens damage during delivery. The missing coating was caused by a mold attribute inside the lumen. This mold attribute was discovered during an internal review, and all product manufactured with cavity 173 company cartridges were placed on hold as part of that investigation. However, a cavity mix occurred at the supplier, resulting in cavity 173 cartridges being inadvertently released within a cavity 175 batch. The root cause for the mold attribute on the lumen of the cartridge was an anomaly on the mold tool core pin used to manufacture the cartridge that transferred to the plastic during the molding process. The root cause of the cavity mix was determined to be inadequate line clearance / process controls at the molding vendor packaging operation. The manufacturer internal reference number is: (B)(4).